Event description:
Customer complaint limited data available. Customer brought their device to their doctor to confirm inaccurate readings. The customer experienced terrible anxiety due to the inaccurate numbers.